Event description:
It was reported that the sigmoidectomy surgery was performed (B)(6) 2014, after ¿additional complaints of pain and discomfort and elevating vitals¿, a ¿cat scan was ordered which showed a posterior wall staple line failure with significant spillage of enteric contents¿. It was further reported that the surgical stapler used during surgery malfunctioned. The patient has undergone two additional surgeries and several additional surgeries may be required in the future. No further information at this time.

Event description:
The hospital has provided information on device catalog number. The hospital has not yet indicated whether the device was preserved. Further clarification indicated that no difficulties were noted with the device during surgery and once they have medical records, radiologic films or reports, pathology tissue, if available, they will be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).